Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error during bolus. The customer's blood glucose reading was unknown. The customer reported the drive support to appear normal. The customer reported motor position encoder error in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No unexpected motor error alarm or motor position encoder error alarms were noted during testing. No motor position encoder error alarm was found in the alarm history. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.